Event description:
Reference number (B)(4). Event occurred in norway. On an unknown date, the patient reported that he had an infection at the injection site for which he was being treated with oral antibiotics. No further information available.